Event description:
It was reported that the patient presented to the clinic with symptom of low pulse. Upon evaluation, it was noted that the pacemaker could not be interrogated due to premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.